Manufacturer narrative:
Investigation results: the visual inspection showed that there was a small burn line on the cold jaw. The hot jaw boot had no signs of non-conformities. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference hemopro cable and power supply, showed that no steam was generated from the saline moistened gauze during several attempted device activations and the power supply did not beep. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro would not cauterize when the toggle switch was depressed. The hemopro cable was switched and it still did not activate. A replacement unit hemopro device was used to complete the procedure. The hospital did not report any pt complications.